Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 21-oct-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl of an unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that the patient had been visiting (B)(6) and has a healthcare provider (hcp) there that handles her refills. Their last pump refill was at the end of (B)(6) and the hcp had pulled out a whole syringe back instead of a small amount. The date (B)(6) 2020 is considered an approximate date of event (specific month and year known only). The patient was also in a lot more pain than normal, so they did increase the rate of her pump at the last refill. The hcp had scheduled a catheter dye study in (B)(6). The hcp was not able to pull anything out of the catheter, so they had ordered an MRI to check the catheter. The reason for the reported was the patient was claustrophobic and didn't want to have magnetic resonance imaging (MRI) if she didn't need one. The patient was questioning what an MRI would tell her.